Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8100bd unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in for help on 8100bd unit with error "air in line" before call in tech had replace air in line sensor & both pressure sensor, and unit still has the error coming up, he also try to run a small infuse the infuse start then stop with same error pop up air in line. Tech will have to send unit in for services repair, confirm level one quote and what all level one covers, tech thank me for my assist.